Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver was difficult to engage with and hard to remove from a set screw during a procedure to repair a left hip fracture on (B)(6) 2016. As the 5mm hexagonal flexible screwdriver was used to tighten the set screw down in the trochanteric fixation nail advanced (tfna), there was difficulty engaging the set screw. Subsequently, there was difficulty removing the screwdriver from the screw, requiring force. When it was removed, the driver appeared deformed at one of the joints. After it was taken to the back table, the screwdriver broke into two pieces. Another instrument was available for use. There was no reported surgical delay and no harm to the patient. The procedure was completed successfully. This complaint involves two devices. Concomitant devices reported: helical blade (part #04.038.290, lot #unknown, quantity 1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.